Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shutdown on multiple occasions. Reportedly, the customer would plug the pump into charge and the pump would turn back on. Customer reverted to manual injections for continued insulin therapy. There was no reported impact to customer's blood glucose level.